Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt could not connect the electrode belt to the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) has been confirmed. Upon eval, the electrode belt connector was broken from the monitor case and pushed down into the monitor, preventing the electrode belt from connecting to the monitor. In addition, the damaged connector caused multiple wires to be cut and pinched in the belt connector, preventing the electrode belt from properly communicating with the monitor. The root cause for the damaged belt connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt connector. The pt received a replacement monitor.